Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. After about 3 hours use, probe damage error message was displayed. The probe came near being broken and falling when the user withdrew the device. The probe tip didn't fall off inside the pt. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 14.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. Olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard and the probe cracked. After that, the probe was broken when the probe received a load on withdrawing the device from the pt body. This report is being submitted as a medical device report in an abundance of caution.